Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and failed with a missing usb door. The receiver failed to charge and reboot. A "try it" manual test was performed and failed. The receiver case was opened for an internal visual inspection and it failed with an issue with the usb. The speaker resistance was measured and it registered within specification. Functional testing, receiver log download, and communication tool sound test were unable to be performed due to not being able to connect. The reported event of no audio output could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio output could not be determined. A root cause could not be determined.